Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun twice on the same instrument and resulted lower. The rerun results were reported to the physician(s). During a lookback, the customer discovered that a discordant, falsely elevated troponin result had been obtained on a different patient sample two days prior. It is unknown if the discordant result was reported to the physician(s). The sample resulted lower upon repeat testing. It is unknown if the sample was repeated on the same instrument or an alternate instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument data, the cse discovered that the mixers had not been calibrated properly and chrome reagent had splashed into the hm system. The cse cleaned and recalibrated the hm system. Quality controls were run, all of which were within range, and patient samples were tested and resulted as expected. The cause of the discordant, falsely elevated troponin results is unknown, as the samples had resulted as expected upon repeat testing on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.